Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill estimate notification was received after customer filled insulin with 120 units of insulin. Cartridge was reloaded and load process was completed. Blood glucose was 265 mg/dl.